Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the adhesive part of the objective lens has peeled off, noted to be due to handling. Furthermore, the following findings were noted: watertightness found not maintained due to holes in the curved rubber due to external factors. The customer reported issue of "pinhole" could be confirmed. Insufficient bending angle due to elongation of angle wire the curved rubber adhesive is missing index peeling of the ud plate is observed due to handling. The angle fixing part of the operation part found loose. There are scratches on the operation part, video connector, light guide cover glass due to external factors. The index peeling of the rl plate observed due to handling. The index of the video connector found peeled off due to handling. Index peeling of the ud (up/down) angle fixing lever (sp) observed due to handling. Investigation is ongoing. This report will be supplemented accordingly following investigation

Event description:
Customer reported with an issue of "tip air leak, a- rubber pinhole." The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the objective lens is peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.